Event description:
On oct. 18, 2007, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that her one touch basic enhanced meter was reading inaccurately low. The medical affairs specialist mailed a letter since the pt could not be reached by telephone. The issue started on the day before. The pt reported obtaining a 10mg/dl on the reported meter, while experiencing no symptoms of high or low blood glucose. She did not take any actions regarding her diabetes medication regimen as a result of the reported issue. The pt visited urgent care at 1pm on the same day. The pt was unable to recall whether she was tested on any device. She was administered 20 units of insulin using the flexpen. It would have been helpful to know pt's testing frequency, medication regimen, recent blood glucose results, whether she has a back up meter, approximate result obtained at urgent care, diagnosis, how long she had been using expired test strips, and reason for receiving insulin. The customer care advocate (cca) discovered that the pt was using incorrect testing technique. The pt was unable or unwilling to describe the method used to clean the puncture area. The pt was using test strips, which expired in 1998. Replacement products were sent. Although critical info is missing, this complaint is being reported due to the following conclusion: the pt was testing with expired test strips (july 1998) for an unk period of time, alleged obtaining low results, and received insulin treatment at urgent care.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspections, lifescan will inform FDA of the results in a supplemental report.